Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. Our field service engineers investigated the reported machine on site. The o2 gas module was replaced and sent back for investigation. The returned o2 gas module has been tested in a machine. It passed the pre-use check. No abnormal found during ventilation for 24 hours. It passed another pre-use check after the ventilation. It was not possible to reproduce the reported issue. Therefore, no root cause can be established.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).